Manufacturer narrative:
The manufacturer has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Implants were placed on 6-26-97 in sites #3 and #15 (class I bone) during a highly complex procedure in which a sinus lift with bone augmentation/graft were performed using freeze-dried bone and a resorbable membrane. The clinician reports that the reason for implant failure is that he can not do a major sinus-lift with bone grafting using iti's implants sucessfully due to microscopic communication of oral fluids in the sinus. At the time of implant failure, the pt experienced pain. The implants were removed on 7-22-97. The removal of the other implant is covered under MFR. Report #1222315-1997-00287.